Manufacturer narrative:
(B)(4). Customer stated that the device will be returned, ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Biomed reported that device was sent from 6th floor with the following note: infusing 100ml bag of calcium gluconate in primary mode. She felt there were too many drops falling. She removed the set, and sent to biomed. There was no report of patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.